Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his son experienced high blood glucose. The customer's father reported that they experienced keypad anomaly. The customer's father also reported that the alarms were unable to be cleared due to keypad anomaly. The customer's blood glucose was 546 mg/dl at the time of incident. The customer's father stated that they treated his son's high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button response on the esc and up arrow buttons noted due to an unlocked lcd keypad connector. Unable to perform the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests due to the unresponsive keypad. The pump also had a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.